Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher and paykel healthcare (f&p) field representative that a pt101 airvo 2 (airvo 2) did not have an audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4) d4, g4: pt101jp is not sold in the USA but is similar to the pt101us which is sold in the USA. The 510k of the pt101us is: k131895, product code: btt. Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times.